Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen (unknown) (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the pump was implanted a couple weeks ago, and the patient was having fluid buildup at the spine site. They aspirated the fluid yesterday and sent it for culture. Since yesterday, there was fluid buildup again. The healthcare provider (hcp) stated that they plan to take the patient back to the operation room (or) to explore. The agent reviewed that this is a medical management situation. Reviewed that they can check that they catheter was in place in the correct location and check that the pump was functional. The company representative (rep) was not with the pt or hcp. The issue was not resolved through troubleshooting. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient's surgery was scheduled for this thursday (2024-09-12) to further investigate the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the suture at the catheter spinal section broke free causing csf to leak. Action/intervention: the physician went in and sutured it again. Outcome: the issue was resolved.

Manufacturer narrative:
See h6 for updates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.